Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the unit produced an incomplete mesh. On (B)(6) 2016, the complaint follow up action item noted the date of occurrence is (B)(6) 2016; the facility reporting this information is a cadaver tissue bank and did not indicate additional complaint follow up information. The customer returned a skin graft mesher device, (B)(4), a 1.5:1 ratio cutter, (B)(4), and a 2:1 ratio cutter, (B)(4), for evaluation. Also, the customer returned a ratchet. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher (B)(4) as documented in the repair reports in livelink. On september 2, 2016, initial qa inspection of the skin graft mesher, (B)(4), revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb did not appear to be damaged. The roller gear showed moderate. The roller shaft extension and the roller shaft extension end corners appeared to be in good condition. The customer ratchet fit on the roller shaft extension and operated as intended. The 1.5:1 ratio cutter, (B)(4), gear showed moderate wear. The 2:1 ratio cutter, (B)(4), gear showed minor wear. On september 2, 2016, the mesh test was performed using the customer¿s mesher, (B)(4), customer ratchet, and 1.5:1 ratio cutter, (B)(4), which resulted in an unacceptable mesh as the only acceptable meshed areas were scattered throughout the mesh and accounted for approximately 60% of the entire mesh area; there were five non-perforated lines located within the first two inches from the left side (gear side) of the mesh. The 2:1 ratio cutter, (B)(4), was tested with the customer¿s mesher, (B)(4), and customer ratchet, which resulted in an unacceptable mesh as there was a strip on non-perforated material located approximately two inches from the left side (gear side) which matches up with the a non-perforated line on the 1.5:1 mesh test sample. On september 2, 2016, the cutters were tested using the qa mesher, (B)(4), to determine if the mesh issue is connected to the customer mesher or customer cutters. The mesh test was performed using the qa mesher, (B)(4), customer ratchet, and customer 1.5:1 ratio cutter, (B)(4), which resulted in an unacceptable mesh as there was a strip on non-perforated material located approximately two inches from the left side (gear side) of the mesh. The customer 2:1 ratio cutter, (B)(4), was tested with the qa mesher, (B)(4), and customer ratchet, which resulted in an acceptable mesh, however, there were two perforated slots located approximately two inches from the left side (gear side) which matches up with the a non-perforated line on the 1.5:1 mesh test sample that were easily pulled part. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 7, 2016 which included replacement of the damaged roller, gear, sideplates and comb. The 1.5:1 ratio cutter, (B)(4), produced a passing cut after the gear, bushings and collars were replaced. The 2:1 ratio cutter, (B)(4), produced a passing cut after the gear, bushings and collars were replaced. Skin graft mesher, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as it is unknown what cutter the customer was using during the reported event. It is unknown what cutter the customer was using during the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh. No adverse events were reported as a result of this malfunction.